Event description:
It was reported that the pt fell six weeks ago and twisted and the cup spun out. Doctor revised and also replaced the head.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed and add'l info received, it will be submitted in a supplemental report.